Event description:
On 12/25/1997 nurse from nursing center (facility where pt resides) reported pt had become lethargic and unresponsive earlier in the day she was taken to the ER via ambulance - her morphine. (Via cadd pca) had been turned off via dr order. By the time the ambulance reached the ER the pt was alert & oriented. The nurse stated the pt had bolused 4 times this am & that was normal usage for her. The pt has been on morphine x 6 months at same dose. An incident similar to this a month or two before. Morphine count at pharmacy was accurate, therefore, eliminating potential for cassette to be made wrong. Was questioned & pump was operating properly.